Manufacturer narrative:
No product was returned for evaluation. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; value not provided. Reportedly, the cause of the event was due to unspecified infusion set issues. Although requested by tandem technical support, the customer declined to perform troubleshooting and declined to provide additional information regarding the event.